Manufacturer narrative:
Three devices were returned. The lot number of one of the devices was unk. The other lot numbers were 1511181 and 1560461. The two devices for which the lot numbers were known had expiration dates of 10/01/2012 and 11/01/2012, respectively. Three devices were returned to the MFR with no way to determine which was the complaint device. All three of the devices were returned in good visual condition. Upon testing, two of the devices were cycled, fed, and formed the remaining clips as intended. One of the devices had slow load speed but otherwise was cycled and formed the remaining clips as intended. In addition the devices locked out as intended. The device history records of two of the devices were reviewed and no discrepancies were noted. The device history record of the third device could not be reviewed as the device was returned without packaging and the lot number was unk. The two devices for which the lot numbers were known had MFR dates of 10/01/2012 and 11/01/2012.

Event description:
It was reported that during a laparoscopic gastric sleeve the device loaded clips crooked. The device was replaced. The procedure was delayed. There was no patient injury. It was later reported that the clips were malformed. The clips were criss-crossed at the tips and did not line up. The delay in getting the replacement device was not significant. Add'l info has been requested. A follow-up report will be sent if add'l info is received.